Event description:
Caller reported a malfunction on pump that caused blood glucose level to exceed 500 mg/dl, with the specific value displayed as "high." Customer used his old pump to bolus and did not require assistance from a third party. Customer was unable to reset the pump during the call; tandem technical support provided pump reset information and assisted caller with reset instructions, advising caller to seek further assistance later if needed.